Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 9th october 2009 and performed to specification up to the 13th september 2015. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups some of ten minutes duration were observed in the device memory on the 14th september 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore there was a slight voltage fluctuation observed on the pogo-pins. However the device was still able to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.